Manufacturer narrative:
The fse evaluated the device. The device was messaging that it needed nibp and co2 calibrations. This request is part of the device¿s routine periodic maintenance. There was no device malfunction. The device was calibrated and brought back to full operation.

Event description:
It was reported to philips that the device had a calibration failure. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.